Event description:
In 2008, the pt reported experiencing elevated blood glucose on three days earlier. She stated that at 2:00 am, her blood glucose monitor measured "hi" and she did not feel "right". By 5:00 am she began to vomit. At 8:35 am her blood glucose measured 497 mg/dl and she injected 17 units of insulin via syringe. She injected another 12 units of insulin every 2 hours until 6:00 pm. At "mid-morning" she changed her infusion site and tubing and she changed the site again between 4:00-5:00 pm. She changed her insulin cartridge at "mid-afternoon." At 6:15 pm, her blood glucose measured 229 mg/dl and at 9:10 pm, her blood glucose measured 140 mg/dl. The following morning her blood glucose elevated to 360 mg/dl and she had not eaten. She attempted to eat applesauce but "it did not stay down". She initially thought the issue may have been with the insulin cartridge because when she changed it, the plunger became stuck to the piston rod. She stated that she later held the infusion device up to her ear and was unable to hear the piston rod turning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device and insulin cartridge were requested to be returned for eval.